Manufacturer narrative:
There is an instruction that states, "do not use on an infant or on an animal" and consumer failed to perform that instruction.

Event description:
An insurance company is making a subrogation claim and alleging that a mattress pad was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.

Manufacturer narrative:
There is an instruction that states, "do not use on an infant or on an animal" and consumer failed to perform that instruction.

Event description:
An insurance company is making a subrogation claim and alleging that a mattress pad was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.